Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had diminished battery life as the battery lasted only for 5 days, rejected new batteries, received battery failed alarm, lost settings at battery change. The customer also reported insulin flow blocked alarm and had to rewind more than once and the gold contact piece on the insulin pump's battery cap broke off. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thus software. Unit passed the self test, sleep current measurement, active current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarm noted during testing however, noted in the pump trace download on 03/21/2024 at 17:12:52.000. No low battery alert noted during testing however, noted in the pump trace download on 04/29/2024 at 01:52:00.000. No unexpected insulin flow blocked alarms noted during testing or in the pump history. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (23.0mv at zero offset). No damage noted at the electronic assemblies during visual inspection. The motor was tested outside of the device on the ngp stb3 and passed. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, corroded battery tube, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked case, cracked battery tube threads, cracked end cap, and serial number label missing. Alleged insulin flow block alarms not confirmed during testing. Rewind anomaly not confirmed during testing. Customer allegation for failed battery alarm not confirmed during testing or in the power management graph. Allegation for pump's battery lasting less than 1 week not confirmed during testing or in the power management graph. Unable to verify customer allegation for battery cap contact missing due to pump was received without battery cap contact. Reprogram alarm not confirmed during testing. Pump did not meet specification due to corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.